Event description:
The reporter stated that the reporter did back to back blood glucose tests within 10 minutes of each other. The reporter's results were 136, 65 and 99 mg/dl. The reporter did not have any symptoms. The reporter stated that the reporter had to squeeze the reporter's finger to get a sample. A control solution test was in range, 130 (102-153). The reporter stated that the reporter had the meter less than one week. On follow-up, the lifescan representative reviewed coding, cleaning, sample application, and use of control solution with the reporter. No harm was alleged.